Manufacturer narrative:
The customer reported that the central nurses station (cns) crashed and gave a "check hdd. Check installed hardware" system message. No patient harm was reported. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) crashed and gave a "check hdd. Check installed hardware" system message. No patient harm was reported.